Event description:
Home health nurse reported that on (B)(6) 2020 with 40 mins left to finish the infusion, patient felt back pain, chest pain, shortness of breath. Nurse administered epipen (one pen) for infusion related event and after 10-15 minutes, patient felt normal. In addition: rn above reported that there was a message on the pump that said "unable to infuse" and they gave the dose via gravity infusion. Pt did not miss a dose; unk lot / expiration of curlin pump; pump is available for return. Adverse event is related to the infusion, not the pump. No further information known. Reported to (B)(6) by health professional.